Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The nurse at the hospital reported that the guide wire handle catched out a pin during a surgery. There was no adverse consequence to the patient.